Event description:
It was reported that the pulse generator exhibited no rate modulated response during activity. During another follow up when device is interrogated, eri is observed. The device was explanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the field complaint could not be verified. The device sensor is automatically programmed to off when the device reaches eri. Analysis was normal. No anomaly was found.